Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The patient experienced a skin reaction following the insertion of a wearable device into the arm. The reaction included itching, rash, redness, and dry/flaky skin localized under the sensor overlay patch area. The reaction occurred on an unspecified day after the sensor was inserted. The patient contacted customer support regarding a wearable device failure. During the interaction, while discussing the use of an overpatch, the patient reported a prior skin reaction associated with the overpatch. She stated that this reaction occurred some time ago and provided an approximate date of (B)(6) 2024. The patient reported that she contacted her physician via teleconsultation the day following the reaction. As a result of the consultation, she was prescribed oral prednisone and was advised to apply the wearable device to a different anatomical location, avoiding the arm. The patient declined to provide any additional details regarding the incident. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.